Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was observed on the inner balloon. Due to the visible blood, the polarx was dissected, and the inner balloon line was pressurized and submerged to locate a leak path. A leak path was identified in the inner and outer balloon. There was a large breach in the inner and outer balloon that allowed fluid to ingress triggering a true blood detection error. The reported blood detect error message was confirmed, the polarx device had blood in the balloon region.

Event description:
During an atrial fibrillation procedure a polarx was selected for use. Blood detected error occurred during inflation. Blood was visible in the balloon. The device was replaced. The procedure was completed without any patient complications. The device is not anticipated to be returned due to its disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure a polarx was selected for use. Blood detected error occurred during inflation. Blood was visible in the balloon. The device was replaced. The procedure was completed without any patient complications. The device is not anticipated to be returned due to its disposal.